Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: it was observed that the treatment for ~22 hours, until stopped due to an "upstream occlusion" followed by an "air in line" alarm, ~3 hours before the expected end. Conclusion: both "upstream occlusion" and "air in line" alarms could indicate an empty infusion bag ("upstream occlusion" due to the negative pressure created by the vacuum in an empty bag and "air in line" due to the air left in the bag). The pump was requested for investigation. Once received, it will be investigated, and the investigation findings will be presented in a follow report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860

Event description:
This complaint was reported by an eitan medical distributor, (B)(4) , from (B)(4). A delivery issue was reported. The type of drug involved in the event was tpn. The patient is ~7 months old. It was reported that the patient was hospitalized as a result of this event. The distributor, (B)(4), stated that the patient was discharged from the hospital after 1 day, and that no harm occurred to the patient. No information about medical intervention to prevent harm was provided.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the pump infused without any irregularities, and no indication of over delivery was observed. Conclusion: the pump infused without any irregularities. Possible explanations for the treatment ending early could be due to the infusion bag not being filled to the prescription amount, reduced volume in the bag due to priming and/or external conditions / specific set-ups (such as placing the pump higher than recommended. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by an eitan medical distributor, ist, from germany. A delivery issue was reported. The type of drug involved in the event was tpn. The patient is 7 months old. It was reported that the patient was hospitalized as a result of this event. The distributor, ist, stated that the patient was discharged from the hospital after 1 day, and that no harm occurred to the patient. No information about medical intervention to prevent harm was provided.